Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm what was the exact issue? Did you have issues (breakage) with the suture or the needle? What was the initial procedure? What is the event day and procedure date?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the device broke. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/10/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Additional information was requested and the following was obtained: 1. Could you please confirm what was the exact issue? Needle and suture are easily separated when using. 2. Did you have issues (breakage) with the suture or the needle? Product was discarded. 3. What was the initial procedure? Ps microsuturing. 4. What is the event day and procedure date? (B)(6) medical personnel informed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 1/10/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.